Manufacturer narrative:
Other, other text: added serial number and manufacturing date.

Manufacturer narrative:
Component used during MDR event 3012307300-2021-00308- patient ID (B)(6).

Event description:
It was reported the device was in use for warming of a unit of blood in 450 or 500 ml bags. Reporter stated after infusion had been running the pressure chambers no longer infuse and remaining blood was delivered using pressure applied by hand. No adverse effects reported.